Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure the extension wire pulled out of the occlusion balloon wire resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation balloon and dilated the vessel. The physician removed the dilatation balloon from the patient and during the removal the extension wire pulled out to the occlusion balloon wire resulting in the occlusion balloon deflating. The physician removed the device and completed the procedure with another device. The patient is reported to be fine.